Manufacturer narrative:
The device was not returned. A review of the system's logfile was performed and it was noted that the landmark accuracy check passed, no system errors were found, and based on the logfile review the system was within accuracy specification. Further review of the deviation of the implant placement noted that it was in the direction that the surgeon had placed the handpiece, however no deviation was noted on the second implant placement or the landmark check during the procedure. A definitive root cause for the loss of accuracy noted on one implant could not be determined. Possible factors that may have contributed to this issue could be the patient's anatomy and other procedural factors (e.g., excessive patient movement).

Event description:
It was reported that after a dental implant procedure with the neocis guidance system (ngs) the user noted that one of the implants was not at the desired location. The user removed the implant, changed the plan to the desired location and replaced the implant. A graft was placed on the initial osteotomy performed. No injury or additional medical intervention was reported as a result of this event. This issue is being reported in an abundance of caution to be in full compliance with 21 part 803 MDR.